Manufacturer narrative:
This report is in response to mw5091730.

Event description:
Patient reported right side "rupture" and "one is bigger than the other and they look awkward". Device remains implanted.

Event description:
Patient reported right side capsular contracture baker grade unknown, deflation, pain, anxiety. Also reported, cancer, pregnancy related complication, and autoimmune/connective tissue disorders, lump/nodule, depression - not device related. Device explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown, deflation, pain, anxiety. Also reported, cancer, pregnancy related complication, and autoimmune/connective tissue disorders, lump/nodule, depression - not device related.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "one is bigger than the other and they look awkward". These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side "rupture" and "one is bigger than the other and they look awkward". Device remains implanted.